Event description:
The customer reported a bad image occurred during inspection for use involving an olympus autoclavable camera head. There was no patient injury reported.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable has leak a root cause could not be identified. Based on the results of the investigation, the most probable cause of the bad image could not be determined. In addition, the cause of the leak cable was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.